Manufacturer narrative:
(B)(4):according to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report #3005099803-2015-03149 pertains to the first speedband superview super 7 device and manufacturer report #3005099803-2015-03148 pertains to the second speedband superview super 7 device. It was reported to boston scientific corporation that two speedband superview super 7 devices were used in the esophagus during a banding of esophageal varicies procedure performed on (B)(6), 2015. According to the complainant, during the procedure, the bands were bunched up at the tip of the ligator head and could not be deployed. The same issue occurred with the second speedband superview super 7 device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.